Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device longer than 48 hours. The patient was taken to the hospital and diagnosed with an abscess. The patient was treated with IV (intravenous) antibiotics and had surgery for infusion site infection. The patient was released three days later. It was also reported that the pod was leaking insulin, and the site was painful. According to the patient they also had a stomach virus.